Event description:
Filter chamber cracked and leaked blood onto floor (from blood tubing). Squeezed the filter chamber a couple of times so the blood would fill above the white plastic piece, then it cracked.